Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the keypad of the insulin pump was unresponsive. Blood glucose value was unknown at the time of the incident. Customer also reported that the insulin pump was louder during rewind, that the buttons were harder to press, and the insulin squirts out during prime process. The customer declined helpline assistance. The insulin pump will not be returned for analysis.